Event description:
A patient underwent a reusable biopsy procedure through encor enspire system, it was reported that during a stereotactic vertical approach procedure while in "sample" mode and they have already begun to sample the patient tissue, the encor enspire system suddenly reverted back to the "start calibration" screen. The user has to remove the needle to recalibrate and re enter the tissue to complete the procedure. This occurred twice. It was identified that encor enspire system sn (B)(6), encor driver sn (B)(6) and encor foot pedal sn unk (wo-00121347) were used together as a system during this event. There was no patient injury.

Manufacturer narrative:
H11: manufacturing review: a DHR and manufacturing review was not required as the device was not returned. Investigation summary: the physical device was not returned for evaluation. No photos or video were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported device screen reverted back to calibration mode issue could not be determined based upon the provided information. Labeling review: the labelling/packaging review was not required as the reported event is not associated with a labelling, packaging, or use related issue. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the serial number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. D2b (gei; knw) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a reusable biopsy procedure through encor enspire system, it was reported that during a stereotactic vertical approach procedure while in "sample" mode and they have already begun to sample the patient tissue, the encor enspire system suddenly reverted back to the "start calibration" screen. The user has to remove the needle to recalibrate and re-enter the tissue to complete the procedure. This occurred twice.it was identified that encor enspire system sn (B)(6) (B)(4), encor driver sn unk (B)(4) and encor foot pedal sn unk (B)(4) were used together as a system during this event. There was no patient injury.